Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 325cc mentor smooth round moderate profile prostheses and suffered unspecified health issues for five years. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. The patient is planning to have a removal consultation with her surgeon in near future. However, at this time of report, mentor has received no information regarding an expected explantation date. The date of event was estimated as (B)(6) 2015 based on available information. This report is for the left-sided prosthesis.